Manufacturer narrative:
The axis controller platform (acp) was received for failure analysis. The apc was installed on a test fixture and successfully programmed. Upon visual inspection, there were no issues found that would be related to the customer complaint. The acp was power cycled 10 times and no errors or functional issues were observed. The acp remained on the test fixture and idled for 30 minutes without issues. During helm control functionality testing no error was triggered. The complaint was confirmed based on the field evaluation. System logs confirmed the error (hall edge to edge fault on the gantry, axis 1, column) pointing to the acp board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse was able to reproduce the issue and replaced the axes controller platform (acp). The fse tested the system and verified that it was ready for use. The acp has not been received for failure analysis evaluation.

Event description:
It was reported that prior to the start of a planned da vinci-assisted prostatovesiculectomy procedure, the system presented a recoverable fault. However, even after recovering the fault and restarting the system, the fault was still present. As a result, the procedure was canceled and rescheduled for another date. The procedure was aborted post-anesthesia administration and port placement.